Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) 3 left ventricular assist system (lvas) confirmed damage to the cuff lock latch arm; however, this evaluation could not conclusively determine when or how the damage to the latch arm occurred. Additionally, the evaluation revealed tissue growth that partially occluded the inflow cannula. Hm3 lvas was returned with the pump cable severed approximately 7.5¿¿ from the pump header. The distal portion of the pump cable was not returned; however, the modular cable was returned. Approximately 6¿¿ of the sealed outflow graft was returned attached to the pump outlet port, with the sealed outflow graft bend relief engaged to the graft attachment hardware. The apical cuff was returned secured with the cuff lock fully engaged. Biological tissue was observed to be adhered to the apical cuff and the exterior of the inlet extension. Upon closer inspection, a small amount of tissue growth was noted, extending over the proximal edge of the inlet extension. This tissue was lightly adhered to the inner textured surface of the inlet extension lumen; however, it did not appear to have obstructed blood flow while the pump was supporting the patient. The tissue was easily removed during disassembly. Further inspection of the pump¿s remaining blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Upon further disassembly, visual examination of the cuff lock revealed that the cuff lock latch arm was bent up and inward towards the main body of the lock. The cuff lock was then overlaid on a 1:1 scale drawing which confirmed that only the latch arm was bent out of specification. The cuff lock assembly was reassembled for testing. The cuff lock moved freely upon manipulation and could not be forced into the locked position with no apical cuff in place, as intended by design. Engagement testing was performed using the returned apical cuff as well as test apical cuffs. The cuff lock moved easily; however, the cuff lock latch arm distortion prevented full engagement of the locking mechanism due to the latch arm coming into contact with the cuff lock cover plate. This evaluation could not conclusively determine when or how the latch arm became bent out of specification. Review of manufacturing documentation, which includes functional testing and visual inspection of the cuff lock for bent latch arms, found no deviations in manufacturing or quality assurance specifications. The remainder of the device appeared unremarkable. The retrieved log files revealed data consistent with the patient¿s reported transplant procedure. The log files appeared to capture the pump operating as intended. (B)(6) was rebuilt and functionally tested on a mock circulatory loop. The device functioned as intended in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09apr2020. The heartmate 3 lvas IFU, rev. C, is currently available. Although no device malposition or flow issues were reported in association with this event, the IFU outlines considerations for pump placement and provides instructions on how to insert and orient the pump in the left ventricle as pump function may be compromised in the presence of inlet obstruction. Although no pump engagement issues were reported by the account, section 5 of the IFU, ¿surgical procedures¿, provides information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Section 5 states that if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. The heartmate 3 lvas surgical hand tools IFU, rev. A, also provides information on how to properly disengage the slide lock mechanism from the apical cuff. The IFU instructs the user to advance the tip of the unlock tool into the slide lock tab with the pivot pointing away from the pump and warns the user to not advance the unlock tool any further after the tip has been engaged. The user must keep the shaft of the unlock tool parallel to, and resting on, the pump housing. Finally, the IFU instructs the user to rotate the unlock tool approximately 90 degrees until the slide lock unlocks. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that investigation of the returned pump revealed the latch arm was slightly bent on the cuff lock.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.